Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that during index procedure it was reported that there was difficulty in deploying the iliac limb extension. The delivery system was placed properly, the physician had difficulty deploying the limb and inadvertently pulled the entire device and sheath down. The physician attempted to reposition and try to deploy the device again but was unsuccessful. Eventually it was decided to remove the device from the patient and open a new one, which successfully deployed. The aneurysm was excluded and there was no patient sequelae as a result of this event.